Manufacturer narrative:
A review of the sterilization records confirmed this lot met all pre-release sterilization specifications.

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to close a patent foramen ovale. It was further reported that an infection was detected on the implanted device. On (B)(6) 2019, the device was explanted.